Event description:
It was reported that the screw was secured in l4 right with 10 nm. Despite distraction and use of a 10 nm torque wrench and vertical alignment of the head to the rod with counter torque, l3 could not be secured and keeps slipping. The physician decides during surgery to use a different screw/rod system. This is report 10 of 16 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The implants were subjected to a detailed investigation by means of the material and manufacturing documents. Additionally the working order of the implants was examined by the responsible product development center. All of the results confirmed that the existing matrix implants were produced in accordance with the ao/asif specifications. No damages or deviations to the implants were established. The faulty operation mentioned could not be reproduced. A review of the DHR for this lot has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.